Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (diabetes management inaccurate delivery) issue. The patient reportedly experienced a blood glucose (bg) value of 360mg/dl with nausea. It was noted that the patient was not changing the site per instructions for use. Customer technical support (cts) reviewed the pump with the patient. Troubleshooting indicated there were no programming/settings issues with the pump. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The basal delivery totals reportedly matched the active basal program. All programmed boluses reportedly matched the bolus totals and accurately recorded in the pump history. It was noted that the health care provider (hcp) requested that the pump be returned. Troubleshooting indicated no issues with the pump. Per cts advisement, the patient reportedly was referred to the hcp for assistance with diabetes management. The reported bg value with symptom does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/24/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/04/2015 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2015 and the last bolus delivery occurred on (B)(6) 2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation. Unrelated to the original complaint, investigation revealed the following: the display was discolored; the audio bolus button cover was torn but the button was fully functional; the battery compartment was cracked.